Event description:
Per the clinic, the patient experienced poor benefit from the device since initial activation. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted under general anesthesia on (B)(6) 2025 due to the incorrect placement of the electrode array, and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis report.